Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for harm/bruising and expired product on lot # 0193697. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, expired product) was captured and addressed. Per the information provided in the complaint description, there is no hazard associated with the reported harm, bruising foreseeable hazards associated with harm bruising are captured in risk assessment file (B)(4). Investigation summary: no samples were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. As per manufacturing, ¿this batch was manufactured in 2010 and files are kept for 7 years, therefore no DHR is able to be completed¿. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle was expired. This was discovered during use. The following information was provided by the initial reporter: material no: 328468 batch no: 0193697. It was reported by the consumer that there is bruising at the insertion site. Consumer was informed that this product is expired. Returned phone call from voicemail that was received. Consumer inquired about different sizes of insulin syringes. Stated she is currently using the 1/2 ml, 8mm x 31g insulin syringes and she is bruising at her injection sites. Stated she is also on blood thinners.